Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with no treatment. Healthcare professional later reported a rupture against the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as fold flaw opening and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with no treatment. Healthcare professional later reported a rupture against the device. Device has been explanted.